Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b30 scope communication error issue could not be determined, however, the issue was likely the result of a damaged image sensor unit due to repetitive use stress, circuit board component and or external factors and or user handling/mishandling. The issue may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited error code b30 (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found that the error code b30 occurred due to the damage on the charged coupled device unit and corrosion on the electrical connector terminal. In addition, the device evaluation observed following non-reportable findings: the adhesive on the bending section cover had a chip, the bending angle in up direction did not meet the standard value due to wear of angle wire, the bending section could not be fixed firmly due to wear of forceps elevator lever, and there were scratches noted on multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.